Event description:
This pt presented in the ER with chest pain on (B)(6) 2011. The following physician's office would not return phone calls regarding this pt. Per (B)(6), this device and the competitive lv were replaced with medtronic d334trg, sn: (B)(4), and medtronic 4195-88, sn: (B)(4), on (B)(6) 2011. The reason for explant is unk.